Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the exact cause of the annular rupture post valve deployment cannot be confirmed. In addition to the procedure itself, patient factors (female gender, advanced age, small body weight, severe native leaflet calcification, severe aortic root calcification) likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(6), during a transfemoral tavr procedure, a 23mm sapien 3 valve was deployed with 2.5ml less than nominal volume in a final 80:20 aortic/ventricular (a/v) position. Post deployment cine showed an annular rupture. A thoracotomy was performed and a 3cm tear at the commissure of the ncc-lcc was confirmed. A hematoma was also observed at the ncc side. Astriction was performed, but no change in condition was observed. The procedure was then converted to a bentall operation. Coronary artery bypass grafting (CABG) was also performed (reason for the CABG was not provided). The surgery was successfully completed and the patient was transferred in stable condition. The native annular diameter measured 22.6mm by CT. Severe native leaflet (ncc and rcc) calcification, severe aortic root calcification and mild calcification extending from the annulus at the lcc side to the lvot was reported. It was perceived that the severe calcification at the cusps caused the annular rupture.

Manufacturer narrative:
Additional information received indicated the patient developed an acute myocardial infarction (mi) related to the CABG performed during the tavr procedure. Due to unstable hemodynamics, the patient was supported by percutaneous cardiopulmonary support (pcps) for ¿a long time¿. However, the patient¿s condition did not improve. The patient then developed infection and disseminated intravascular coagulation (dic). The patient expired 29 days post valve implant. The cause of death was reported to be hemolysis caused by the infection and dic.

Manufacturer narrative:
Additional information received indicated the patient expired post procedure. The exact date and cause of death were not provided. The patient death may have been related to the annular rupture that occurred during the tavr procedure. The facility reported that this case was a known high risk for tavr due to the patient¿ severe aortic valve calcification and protruding plaque at the distal aortic arch, which indicated a high risk for annular rupture and / or embolization. However, due to the patient¿s strong refusal for savr, the tavr procedure was the only option for this patient.